Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation and chest pain due to the right ventricular lead, without capture. Upon fluoroscopy, it was noted that the right ventricular caused perforation. The patient was hemodynamically decompensated and was taken to the emergency room. The echocardiogram reported a large pericardial effusion and evidence of hemothorax, which required a chest tube. The lead was explanted and replaced. It was further noted that during the initial implant, the lead helix was difficult to extend and retract and possibly passed the implant site at the apical level. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of difficulty extending the helix was confirmed but the reported event of no capture was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination showed the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. Performed tip stiffness test due to the reported event of perforation, the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of difficulty extending the helix was isolated to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.